Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection was done. The distal of the device is kinked; the device returned together with the hoop but out of it. Overall length and all outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as: 2134265-2017-09788. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in a tortuous, diffused and mildly calcified left circumflex artery contained in a greater than 45 degrees bend. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During procedure, the burr was loaded onto the rotawire and rotational test was performed at 180,000 rpm; however, it was noted that the rotawire broke into two pieces. The device was replaced with a rotawire floppy and testing was performed successfully however the procedure was not completed due to another reason. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-09788. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in a tortuous, diffused and mildly calcified left circumflex artery contained in a greater than 45 degrees bend. A 1.25mm rotalink burr and a 330cm rotawire¿ were selected for use. During procedure, the burr was loaded onto the rotawire and rotational test was performed at 180,000 rpm; however, it was noted that the rotawire broke into two pieces. The device was replaced with a rotawire floppy and testing was performed successfully however the procedure was not completed due to another reason. No patient complications were reported and patient's status was stable.